Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator displayed interference on the electrocardiogram (ECG) tracing and generated a ¿no shock advised¿ message on a patient experiencing ventricular fibrillation (vf). Philips is considering this event to be a serious injury because the treatment was interrupted and the outcome of the event is unknown. There were no ECG strips or event summary from this patient event for review by philips. The device was evaluated by a philips authorized service provider. The device passed all performance verification testing. This testing showed that the ECG waveform was clear in different modes when tested with a patient simulator. There was no change in the ECG waveform when a comparison was done with the device on and off ac power. No malfunction was identified. The heartstart xl instructions for use provides information to the user on troubleshooting steps when the ECG signal quality is poor. It directs the user to make sure that the defibrillator pads are applied properly, to prep the skin and try a different set of pads, to confirm that the defib electrodes have not exceeded their expiration date and to relocate or turn off any equipment that might be causing interference (heartstart xl IFU, edition 7, page 4-12). There is no information supporting a malfunction of the device. This report is consistent with external ECG interference that affected the pads ECG waveform analysis. The patient was successfully resuscitated via a shock in the manual mode. The device remains with the customer.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator displayed interference on the electrocardiogram (ECG) tracing and generated a ¿no shock advised¿ message on a patient experiencing ventricular fibrillation (vf). Philips is considering this event to be a serious injury because the treatment was interrupted and the outcome of the event is unknown. Additional information has been requested.